Manufacturer narrative:
Additional data: b5: the lens was explanted due to blurred vision. H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+2.5/082 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.